Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had a high blood glucose level of over 500 mg/dl. Customer was hospitalized as a result of the elevated blood glucose level which resulted in the customer entering a state of diabetic ketoacidosis. Customer believes that her pump malfunctioned, however, no alarms were reported on the pump. Customer first tried to treat the elevated blood glucose level with a manual injection of insulin. The customer was able to troubleshoot during the call. The customer reported that the infusion set cannula was bent upon removal. The infusion set is expected to be returned.